Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 532-576 mg/dl. Cause was not known. Customer administered a manual injection to address bg, and a supply change. Recommendation was made to discuss diabetes management with a health care professional.